Event description:
The m3 midmark sterilizer had a door failure that resulted in the door coming free from the unit. No injuries occurred.

Manufacturer narrative:
The m3 ultrast sterilizer is designed with an interlock mechanism that catches the door in the case of attempted opening while under pressure. The customer indicated to us that this failure occurred twice. The first time they indicated that the mechanism caught the door as intended. Multiple attempts were made to find the service information from this first incident. None were able to be produced. The second failure resulted in the interlock mechanism not catching the door. Upon review of the second failure the door initiated opening due to a blockage in the line. The interlock did not stop the door from opening due to the damage from the first failure. The interlock damage was likely a result of improper servicing. There was no report of injury on this incident.